Manufacturer narrative:
On (B)(6) 2020, additional information was received allowing mentor to provide a patient identifier. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: seroma drainage. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast surgery with artoura breast tissue expander 600cc (left) and an unspecified mentor tissue expander (right) and experienced a deflation on the left side and a seroma on the right side post-operatively. The right side required surgical intervention and the patient had a drain placed to drain the fluid. The patient underwent explantation of the left side on (B)(6) 2020. This report is for the right side device.